Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the unit will not recognize tubing and the vitrectomy probe was not working. Additional information has been requested.

Manufacturer narrative:
The company service representative is waiting for the customer to respond to the service quote. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).